Event description:
Philips received a complaint by the customer on the v60 indicating that an electrical safety test failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was discovered at bench repair that an electrical safety test failure occurred. Bench repair determined a replacement of the power cord is required. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).

Manufacturer narrative:
It was discovered at bench repair that an electrical safety test failure occurred. Bench repair determined a replacement of the power cord is required. A quote for bench repair was sent to the customer but later discontinued. No further service provided. A quote for bench repair was sent to the customer but later discontinued. No further service provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.